Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not run was confirmed. An assessment was performed and it was determined that the device had a worn coupling head, the motor was worn, was making unusual noises, the bearings and seals were worn, the electronic control unit (ecu) was working intermittently, and the cover plate came off. The assignable root cause of these conditions was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the small battery drive device did not run. During in-house engineering evaluation it was observed that the device was not running, but after a few tries the device would run intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.